Event description:
It was reported that while using the neptune 2 rover ultra during a procedure the smoke evacuator failed. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.